Event description:
Event description cpi received information that this implantable pulse generator was explanted for loss of capture. The ipg was implanted for 64.6 months. Cpi minimum longevity at nominal settings with a 500 ohm lead is 58 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.